Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced a skin flap necrosis and an infection at the implant site, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device (specific date not reported).